Event description:
It was reported that the device battery "was empty" and did not meet expectations for longevity. The patient was enrolled in the insight (r)xt study. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.